Manufacturer narrative:
Device evaluated by manufacturer? No. Device return has been requested by the distributor, but the device has not yet been received by the manufacturer. Once the device is returned, the manufacturer will conduct a product investigation. After the device is returned, and the manufacturer completes the product investigation, these codes will be provided in a follow-up report to FDA.

Event description:
It was reported that the haptic broke off upon insertion and the incision was enlarged to remove the lens intraoperatively. The lens was replaced with the same type and diopter lens. No sutures were required. Patient prognosis is good, although it was noted that there may be more than the usual swelling post-surgery.

Event description:
It was reported that the haptic broke off upon insertion and the incision was enlarged to remove the lens intraoperatively. The lens was replaced with the same type and diopter lens. No sutures were required. Patient prognosis is good, although it was noted that there may be more than the usual swelling post-surgery.

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: corrected information: device evaluated? Corrected to yes additional information not available/included in the initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation. This event can now be considered closed.